Event description:
A site surgeon reported that while in a spine procedure, the pak needle bends when putting pressure from the skin and this causes inaccuracy in navigation. No specific measurement of the inaccuracy was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware feature request. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported the inaccuracy was approximately 3-5 millimeters. The surgeon stated that the screws were originally put in without navigation and then taken out. The surgeon does not think that he breached the pedicle at all. This procedure was to navigate the replacement screws. A medtronic representative, following-up at the site, clarified that the issue occurred during the navigation of the new screws and also where screws had not been previously. This is caused by the skin retraction and the skin applying pressure to the needle as the surgeon does not use them percutaneously. No parts have been received by manufacturer for analysis. The site discarded the suspect pak needle, unable to follow-up.